Manufacturer narrative:
(B)(4). The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a nurse in (B)(6) of peritonitis with culture positive for (B)(6) in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). On (B)(6) 2012, the patient's pd catheter was removed. On an unknown date in (B)(6) 2012, while hospitalized, the patient was placed on hemodialysis. During a call with baxter technical services (bts), the following was reported. On (B)(6) 2012, the patient experienced peritonitis manifested by abdominal pain and was hospitalized on the same day. The cause of peritonitis was unknown. On (B)(6) 2012, while, hospitalized, the patient was treated with daptomycin and cefepime (doses and frequencies unknown) ip. On (B)(6) 2012, daptomycin and cefepime were discontinued and cefazolin (dose and frequency unknown) intravenously (IV) was initiated. On (B)(6) 2012, cefazolin therapy was discontinued. On (B)(6) 2012, the patient was discharged to a nursing home.